Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported that two days prior to contacting dario, he received a bg reading of over 400 mg/dl. Due to this, the user reported that he injected himself with 10 units of fast acting insulin, to help lower his blood glucose levels. The user reported that an hour later, he checked his bg levels again and it had gone down to bg readings in the 300 mg/dl range, but not lower than 280 mg/dl. Following the above, the user contacted an endocrinologist, who recommended that the user go to the ER to have his bg level tested, where he received a bg reading of 104 mg/dl, which the user reported is normal for him. The user was admitted into the hospital and had his bg level tested during the night, which read 111 mg/dl. The user reported that he had a blood and urine sample taken at the hospital, and no issues were found, after which the user was released in the morning. Upon arriving home, the user tested his bg levels with the dario meter, and received a reading of over 309 mg/dl. The user was recommended by the doctors at the hospital to take fast acting insulin. The user reported that at approximately 4:30 pm, the user tested his bg level which read 300 mg/dl on his dario meter, after which he tested his bg reading with a non-dario meter and received a reading of 89 mg/dl.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.